Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the day the sensor was inserted (sensor location unspecified). On (B)(6) 2024, the patient was receiving cgm readings ¿in the 60s mg/dl¿ on his tandem insulin pump. The patient was self-treated for hypoglycemia (it was not specified with what). However, despite treatment, the patient¿s cgm value would not rise. The patient did not have any bg meter test strips at home, therefore, went to the emergency room to be evaluated. At the ER, the patient¿s bg meter reading was over 700 mg/dl. The patient was diagnosed with diabetic ketoacidosis and admitted to the hospital. No patient symptoms were reported. There was no documentation of what treatment or medication the patient received at the hospital. It was also not specified when the patient was discharged from the hospital. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.